Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm leakage with power injector. On (B)(6) 2024, the nurse was administering contrast to a patient when the indwelling needle burst and spilled fluid; the needle was immediately replaced with a new one and an adverse event was reported.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 4052033. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. The product of the sku has never been declared to be used for high-pressure injection, the burst of the sample during the injection of contrast agent cannot be related to the quality of the product. Bd will continue to monitor this issue and encourages you to submit your sample for review.